Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom. The unit was received inoperable due to a system error 105 caused by a failed motor. The motor assembly will be replaced.